Event description:
It was reported that a user new to the ilet experienced hypoglycemia with a blood glucose nadir of 69 mg/dl for approximately 20 minutes without preceding meal announcements, and no alerts or alarms were reported. Symptoms included none reported. Outcomes included self-treatment with oral glucose and no medical intervention, hospitalization, or ketone testing. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed the event resolved after oral carbohydrate intake and no device malfunction was identified. It was concluded that the hypoglycemia was user-related with cause unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.